Event description:
It was reported that the anesthesia workstation generated a technical error code indicating a pressure transducer issue. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation has been finalized. Based on the information collected to date, the provided problem description and the inspection of the device conducted by our field service technician, it has been clarified that the initially claimed technical error, has been caused by a fault in the vaporizer valve block. Our field service technician investigated the vaporizer valve block and found excessive leakage from this area. The technician replaced parts of the vaporizer bypass valve which resolved the issue. The device passed all performance tests and was returned for clinical use. The replaced parts were returned for investigation. A visual inspection of the parts confirmed damage (scratches and chops). No further tests of the returned parts were performed. The root cause of why the replaced parts were faulty has not been determined. Leakage from the vaporizer bypass valve may lead to a higher pressure than expected in the fresh gas channel which will be detected by the pressure transducers and thereby causing the generation of the reported technical error. The root cause of the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 03/15/2020. Corrected manufacture date: 03/06/2020. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's reference #: (B)(4).